Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, port pre map, when about to introduce the catheter, it was noticed that the valve was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned for analysis. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. The reported leak and visible air/bubbles allegations were confirmed through analysis.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, port pre map, when about to introduce the catheter, it was noticed that the valve was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. 14feb2025, per gfe: no abnormalities noted during prep and no damage to the luer noted. Irrigation method was pressure bag. The devices inside the sheath were faradrive connect, octaray, farawave catheter. Sheath replaced to complete procedure. Leak came from the valve. It was a slow drip leak. Air was seen in the sheath, air noticed, and leaking noticed when aspirating, lots of air aspirated. No air seen inside the patient.